Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it providing an alarm indicating higher peep (positive end expiratory pressure) than set, as well as low inspiratory pressure, low exhaled tidal volume (vte) levels and low fio2 (fraction of inspired oxygen) readings were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set, and that its inspiratory pressure, exhaled tidal volume (vte) levels and fio2 (fraction of inspired oxygen) readings were all low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01185-000 section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).